Event description:
The home patient's (hp) nurse contacted baxter's technical service center (tsc) regarding an unrelated issue and was informed that the home patient was in the hospital with peritonitis which was acquired on an unknown date. It is unknown if there was any medical intervention or injury related to the event. Although a number of follow-up attempts have been made by baxter (B)(4), no additional information is available at this time.

Manufacturer narrative:
(B)(4). The device used in this situation is unknown; therefore, a 510k number cannot be provided. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.